Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the trained physician successfully achieved arteriotomy closure using a starclose vessel closure system in 2007 after a diagnostic procedure. Two days later, the patient went to the local ER complaining of leg pain and claudication. An ultrasound was performed indicating turbulent flow in the artery. The patient was told she was fine and was sent home. A week later, the patient returned to the hospital of the initial procedure with a cold foot and no pulses. The starclose device was found to have "blocked blood flow". The next day, the patient was sent to surgery to remove the starclose clip; however, the artery was found to be fibroid and the clip was caught on the posterior artery wall. The patient received a dacron graft and remains in the hospital as of the following day. No additional information was available.